Event description:
Distributor received an explant report with the following comments documented. "Sensing noise observed on stored electrograms of removed generator. Noise was isolated to adapter. Adapter damaged proximal to pin that connects to generator.